Event description:
The manufacturer received information alleging a "ventilator inoperative" alarm condition occurred. There was no harm or injury reported. The device was returned to a third party service center, and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a "ventilator inoperative" alarm condition occurred. There was no harm or injury reported. The device was returned to a third party service center, and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at a third party service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.